Manufacturer narrative:
The returned product consisted of the rotawire. A visual inspection showed that the spring tip was detached from the rest of the guidewire. Based on the information provided and analysis performed, this kind of issue can be attributable to procedural factors such as handling/technique at the moment to manipulate the device, causing the observed damage. Furthermore, batch record review concluded that no manufacturing deviations were identified during the manufacturing process. Therefore, adverse event related to procedure is selected as the cause code for the reported issue.

Event description:
It was reported that the rotawire was fractured. A rotawire drive was selected for use. During procedure, it was noted that the floppy end broke. The procedure was completed with a different device. There were no patient complications.

Event description:
It was reported that the rotawire was fractured. A rotawire drive was selected for use. During procedure, it was noted that the floppy end broke. The procedure was completed with a different device. There were no patient complications.